Event description:
Customer states: after patient was cannulated, leakage from the tube was heard. The cuff was inspected but air leak was not confirmed. The information provided suggest that decannulation and recannulation of a replacement tube was required. No patient harm reported.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.